Event description:
It was reported that the ilet device¿s touchscreen became unresponsive and could not be unlocked, and tapping on the graph did not return to the blood glucose screen; visual inspection suggested a cracked screen, and a replacement device was issued while the user reverted to backup therapy. Symptoms included no injury. Outcomes included no impact on blood glucose readings and temporary interruption of normal device use. Investigation included collection of user feedback and request for return of the damaged device for evaluation. Investigation of this case revealed device damage consistent with a cracked display leading to loss of touchscreen functionality. It was concluded that the device experienced a hardware failure of the display assembly with screen damage, and a replacement device was provided. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.